Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The physician made a comment that while using the apex devices, it was hard to see the markerbands under fluoroscopy. It was noted that no pt complications occurred.

Manufacturer narrative:
It is unk whether the apex device was a monorail or over-the-wire. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.